Event description:
The customer reported that the charge button was not working in operational mode on their loaner unit. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge button was not working in operational mode on their loaner unit. There was no reported pt involvement. The device was evaluated at philips. The symptom could not be reproduced and no trouble was found with the device. Based on the customer's report, we are considering this a malfunction but cannot determine the cause because the symptom could not be reproduced.